Manufacturer narrative:
The t:slim x2 pump user guide states: if you select change cartridge from the load menu but do not complete the process within 3 minutes, the incomplete cartridge change alert occurs. Tap close to return to the screen you were on prior to the alert, and complete the cartridge change process. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge change alert during the load process. Reportedly, the user did not complete the load process within the time allotted. The customer's blood glucose level was 369 mg/dl. The customer delivered a bolus via the pump. Tandem technical support educated the customer regarding the alert.